Event description:
Please be advised that while investigating an event involving one of our products, (B)(6), noted a potential adverse event regarding a non-(B)(6) product. This is the third case of cerebral infarction in a procedure for atrial fibrillation using carto3 and pulseselect concomitantly. Due to hospital circumstances, detailed information including the date of the procedure and patient information cannot be confirmed. J&j ablation catheters were not used. Details of health hazard: cerebral infarction course: unknown. We received a report that the cerebral infarction reported under (B)(4) was the fourth cerebral infarction case since (B)(6) 2025. All cases involved patients with af who underwent the procedure with carto3 and pulse select concomitantly. Due to hospital circumstances, detailed information including procedure date and patient information is not available. So, product information could not be confirmed. (This report is the third of three cases excluding (B)(4). Extension of hospitalization: no. The complaint product(s) will not be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).